Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. It was reported that the patient was going to be scheduled to get a new implant. The date isn't known. Specimen was sent off for hospital. Rep stated they had no further info on this at this time.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence. The rep reported that they were in the process of exchanging batteries. The old battery was pulled out of the pocket, and the lead was twisted many times and fractured. Not all of lead was retrieved at this time. Md sent a specimen through the hospital. It was also reported that the battery twisted in the pocket itself many times. At least 10 times, this happened on (B)(6) 2024 and the device partially removed. Additional surgical intervention required. The outcome at this time is unknown

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1lymt implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 16-nov-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.